Event description:
It was reported this tracheobronchial graft was placed in the aorta of a pt for an abdominal aortic aneurysm (aaa) procedure. Following placement the graft, it appeared to migrate within the aorta. The pt was transferred to surgery where the graft was successfully removed and a successful bypass procedure was performed. The pt's condition is good. This device remains implanted. Therefore, no failure analysis is available. This device was used in a non-indicated procedure, abdominal aortic aneurysm stent placement. It was indicated an inappropriately sized graft may have been placed. Additionally, follow up revealed this pt was a bypass candidate prior to graft placement and placement of this graft was to avoid the bypass procedure. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "the wallgraft tracheobronchial endoprosthesis is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasm or in benign strictures after all alternative therapies have been exhausted."